Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was clipping the cystic duct for the first firing and the clip was malformed and would not close properly (clip gap). He removed the clip from the tissue and tried a second like device; the same issue occurred. The then removed that device and used a ligasure device to complete the procedure. The devices are not available. It is unknown if they were discarded or taken to risk management at this time.

Manufacturer narrative:
(B)(4).